Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit supplied no light and went into standby. It was further reported that the unit had to be turned back on again in order for it to work. This happened intermittently during a case and delayed the case for a couple of minutes.